Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the rep thought the ins was flipped and an x-ray had not been performed. The rep reported that an antenna locate (al) was performed, with al in the air, and the middle number was 46. The rep stated with al on the device, the middle number moved to 48. The rep reported they moved the recharger antenna and it got up to 86. The rep reported that after attempting to charge the device, a power on reset (por) was seen. They reported that they were now seeing the coupling bars. The patient was to follow-up with a healthcare professional. No symptoms were reported. No further compilations were reported. Follow-up was conducted.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that there wasn't a por message. The battery was discharged and was able to be charged without seeing a por message. No further complications reported.